Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported syringe s2 20ml had leakage from the plunger. The following information was provided by the initial reporter, translated from (B)(6): "difficulty in drawing from a simple ampoule of ppi water and leakage of product drawn from the plunger."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2022-02-28. H6: investigation summary: a device history record review was completed for provided material number 300296 and lot number 2104214. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, both picture and physical samples were returned for evaluation by our quality engineer team. The picture sample appeared to present leakage through the plunger rod component; however, through evaluation of the picture, the exact cause could not be confirmed. Two physical samples were returned; however, through analysis, no signs of leakage were identified. Based on the investigation results and the provided feedback, it is possible that the reported incident resulted from damage to the plunger lip component. This type of damage could cause leakage and may be produced during the handling of the product through the manufacturing facility or within the plunger assembly machine.

Event description:
It was reported syringe s2 20ml had leakage from the plunger. The following information was provided by the initial reporter, translated from french: "difficulty in drawing from a simple ampoule of ppi water and leakage of product drawn from the plunger."